Event description:
Patient reported experiencing 6 hypoglycemic episodes (blood glucose measuring ~28 - 40 mg/dl), necessitating treatment by the paramedics, on 3 occasions, over a four day period. Pt indicated that, during each hypoglycemic event, pt 'went into a coma." When treated by the paramedics, patient was given glucose injections. For the hypoglycemic events not involving emergency medical services, patient was given orange juice, until pt regained consciousness.